Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and autoimmune thyroiditis ("hashimoto's disease") in an adult female patient who had essure (batch no. A46111-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and back pain ("lower back to leg pain/ radiation pain middle of back to legs before and after period"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced depression ("depression"), rash ("skin rash"), nausea ("nausea"), sensitivity of teeth ("dental problems sensitivity") and alopecia ("hair loss"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems: look rotten"), pain in extremity ("both arm pain/ leg pain/radiating pain to legs") and chest pain ("chest pain"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune thyroiditis, pelvic pain, menorrhagia, urinary tract infection, depression, fibromyalgia, rash, migraine, headache, nausea, sensitivity of teeth, dental caries, alopecia and chest pain outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity had resolved and the dyspareunia, weight increased and fatigue was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perforation, rash, sensitivity of teeth, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and autoimmune thyroiditis ("hashimoto's disease") in an adult female patient who had essure (batch no: a46111-not valid, a45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, thyroid disorder, abdominal pain lower, bloating, constipation, rectal bleeding, diarrhoea, vaginal discharge, irritability, night sweats, insomnia, rash, itching, acne, arthralgia, weakness, numbness, anxiety and foreign body in uterus, any part. Current weight as of on (B)(6)2018: 170 lbs. Approximate weight at the time of essure placement 177 lbs. Concurrent conditions included obesity. Concomitant products included epinephrine (epipen), iron, levothyroxine sodium (levothroid), levothyroxine sodium (synthroid), levothyroxine since 2014, phentermine since 2016 and vitamin d nos (vitamin d). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and back pain ("lower back to leg pain/ radiation pain middle of back to legs before and after period"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In october 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced depression ("depression"), rash ("skin rash"), nausea ("nausea"), sensitivity of teeth ("dental problems sensitivity") and alopecia ("hair loss"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems: look rotten"), pain in extremity ("both arm pain/ leg pain/radiating pain to legs") and chest pain ("chest pain"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune thyroiditis, pelvic pain, menorrhagia, urinary tract infection, depression, fibromyalgia, rash, migraine, headache, nausea, sensitivity of teeth, dental caries, alopecia and chest pain outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity had resolved and the dyspareunia, weight increased and fatigue was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perforation, rash, sensitivity of teeth, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina: on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, back pain, dyspareunia, headache, migraine, weight increased, depression, alopecia. Most recent follow-up information incorporated above includes: on 5-dec-2018: mr received : lot no. Was added. Reporter information was added, medical history was added. On 4-dec-2018: pfs received : reporter information was updated. Onset dates were added. Concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure (batch no. A46111-not valid, a45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, thyroid disorder, abdominal pain lower, bloating, constipation, rectal bleeding, diarrhoea, vaginal discharge, irritability, night sweats, insomnia, rash, itching, acne, arthralgia, weakness, numbness, anxiety and foreign body in uterus, any part. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 177 lbs. Concurrent conditions included obesity. Concomitant products included epinephrine (epipen), iron, levothyroxine sodium (levothroid), levothyroxine sodium (synthroid), levothyroxine since 2014, phentermine since 2016 and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and back pain ("lower back to leg pain/ radiation pain middle of back to legs before and after period"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced depression ("depression"), rash ("skin rash"), nausea ("nausea"), hyperaesthesia teeth ("dental problems sensitivity") and alopecia ("hair loss"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / chest pain"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems: look rotten"), pain in extremity ("both arm pain/ leg pain/radiating pain to legs"), vitamin b12 deficiency ("b12 deficiency"), anaemia ("anemia"), thyroid disorder ("thyroid issues") and haemorrhoids ("hemorrhoid") and was found to have hormone level abnormal ("hormonal disorder/ I need to take progesterone and testosterone"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune thyroiditis, pelvic pain, menorrhagia, urinary tract infection, depression, fibromyalgia, rash, migraine, headache, nausea, hyperaesthesia teeth, dental caries, alopecia, vitamin b12 deficiency, anaemia, thyroid disorder, haemorrhoids and hormone level abnormal outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity had resolved and the dyspareunia, weight increased and fatigue was resolving. The reporter considered alopecia, anaemia, autoimmune thyroiditis, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, haemorrhoids, headache, hormone level abnormal, hyperaesthesia teeth, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perforation, rash, thyroid disorder, urinary tract infection, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, back pain, dyspareunia, headache, migraine, weight increased, depression, alopecia. Concerning the injuries reported in this case, the following ones were reported via social media:~b12 deficiency, anemia, thyroid issues, hemorrhoid, hormonal disorder/ need to take progesterone and testosterone most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Events : b12 deficiency, anemia, thyroid issues, hemorrhoid, hormonal disorder/ I need to take progesterone and testosterone were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and autoimmune thyroiditis ("hashimoto's disease") in an adult female patient who had essure (batch no. A46111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and back pain ("lower back to leg pain/ radiation pain middle of back to legs before and after period"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced depression ("depression"), rash ("skin rash"), nausea ("nausea"), sensitivity of teeth ("sensitivity") and alopecia ("hair loss"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems: look rotten"), pain in extremity ("both arm pain/ leg pain/radiating pain to legs") and chest pain ("chest pain"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune thyroiditis, pelvic pain, menorrhagia, urinary tract infection, depression, fibromyalgia, rash, migraine, headache, nausea, sensitivity of teeth, dental caries, alopecia and chest pain outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity had resolved and the dyspareunia, weight increased and fatigue was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perforation, rash, sensitivity of teeth, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received: events added: abnormal bleeding (vaginal, menorrhagia),uti, depression, fibromyalgia, autoimmune thyroiditis,skin rash, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, fatigue, hair loss. Concomitant condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure (batch no. A46111-not valid, a45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, thyroid disorder, abdominal pain lower, bloating, constipation, rectal bleeding, diarrhoea, vaginal discharge, irritability, night sweats, insomnia, rash, itching, acne, arthralgia, weakness, numbness, anxiety and foreign body in uterus, any part. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 177 lbs. Concurrent conditions included obesity. Concomitant products included epinephrine (epipen), iron, levothyroxine sodium (levothroid), levothyroxine sodium (synthroid), levothyroxine since 2014, phentermine since 2016 and vitamin d nos (vitamin d). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and back pain ("lower back to leg pain/ radiation pain middle of back to legs before and after period"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced depression ("depression"), rash ("skin rash"), nausea ("nausea"), hyperaesthesia teeth ("dental problems sensitivity") and alopecia ("hair loss"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / chest pain"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems: look rotten"), pain in extremity ("both arm pain/ leg pain/radiating pain to legs"), vitamin b12 deficiency ("b12 deficiency"), anaemia ("anemia"), thyroid disorder ("thyroid issues") and haemorrhoids ("hemorrhoid") and was found to have hormone level abnormal ("hormonal disorder/ I need to take progesterone and testosterone"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune thyroiditis, pelvic pain, menorrhagia, urinary tract infection, depression, fibromyalgia, rash, migraine, headache, nausea, hyperaesthesia teeth, dental caries, alopecia, vitamin b12 deficiency, anaemia, thyroid disorder, haemorrhoids and hormone level abnormal outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity had resolved and the dyspareunia, weight increased and fatigue was resolving. The reporter considered alopecia, anaemia, autoimmune thyroiditis, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, haemorrhoids, headache, hormone level abnormal, hyperaesthesia teeth, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perforation, rash, thyroid disorder, urinary tract infection, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: she need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, back pain, dyspareunia, headache, migraine, weight increased, depression, alopecia concerning the injuries reported in this case, the following ones were reported via social media:~b12 deficiency, anemia, thyroid issues, hemorrhoid, hormonal disorder/ need to take progesterone and testosterone . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.